Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not aspirate urine through drainage funnel wall. Aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. As with all temperature probes: in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that clinical team has submitted two reports of issues with the balloons on temperature sensing foley catheters. In both instances, the balloons remained inflated, despite attempts to deflate them. The first reported incident happened with 119316m - lot#nggz1274. The second reported incident involved bard a319516am. The team noted in both instances that urology was contacted and involved, and the balloons were still partially inflated after the catheter was removed. It was also noted that other incidents were anecdotally reported. Product is saved for quality return.

Event description:
It was reported that clinical team has submitted two reports of issues with the balloons on temperature sensing foley catheters. In both instances, the balloons remained inflated, despite attempts to deflate them. The first reported incident happened with 119316m - lot#nggz1274. The second reported incident involved bard a319516am. The team noted in both instances that urology was contacted and involved, and the balloons were still partially inflated after the catheter was removed. It was also noted that other incidents were anecdotally reported. Product is saved for quality return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.